Event description:
It was reported to philips that geometry movements were unavailable. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that some geometry movements are not working properly from the control module in the exam room due to issue with geometry controller. The fse replaced geometry module. After which, the system was returned to use in good working order.